Manufacturer narrative:
The returned device was evaluated. Upon receiving, the device was only able to power on using ac power. The battery was not capable of taking and holding a charge due to a defective battery. During evaluation, the device was able to engage in monitoring and operated as designed for approximately five (5) hours with no error messages or screen freezing. The unit was found to visually and audibly alarm during alarm conditions. Masimo was unable to confirm the customer complaint. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display will intermittently freeze all values and pleth. There was no known impact or consequence to patient.